Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. The evaluation of (B)(4) did not reveal a device related issue. The pump was returned with the percutaneous lead cut approximately 1" from the pump housing and the severed portion was not returned. The unsealed inflow conduit had been cut at the distal graft attachment and the severed portion was not returned. The sealed outflow graft was cut at the graft attachment. The severed portion and the bend relief were not returned. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Although the reported event was not believed to be pump related, thoratec¿s approved labeling lists stroke and death as adverse events that may be associated with the use of the left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired on (B)(6) 2014 due to a stroke. It was also reported that the hospital does not believe that the pump was involved in this event.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.